Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 277 mg/dl and a bolus was delivered to address the bg level. After removing the infusion set tubing from the site, the customer saw insulin exiting from the tubing. There was no damage noted to the cannula. The customer changed the pump supplies and the occlusion had not reoccurred.